Manufacturer narrative:
No information has been provided to date. The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code while running. Error code occurred during testing. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition. There was no evidence of the error recorded in the event history log (no event log found). The reported problem lec 1816 was not duplicated. The failure mode reported was not confirmed, no fault was found with the device, however, lec 1210 and lec 1260 error messages were displayed on startup. After reinstalling the appropriate software, the error codes were cleared, and all functional checks passed. The microprocessor unit board was replaced as a preventative measure. The root cause of the reported problem is unknown. The product is beyond 16-years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).